Event description:
Reporter experienced the er1 message over a month ago. Reporter retested and rec'd a "hi" result. Reporter increased her dosage as determined by her diabetes management physician at that time. Reporter retested the next morning and rec'd the er1 message again, repeated and rec'd the "hi" reading again. Reporter again followed with the recommended increase in dosage. Reporter retested that same evening and the result was around 246 mg/dl. Reporter did have symptoms: hot, sweaty and clammy feeling. Reporter's technique seems adequate and she does compare with the color chart but cannot recall color in this instance.